Event description:
It was reported that the patient presented in clinic. A fluoroscopy noted that the right ventricular lead had dislodged. The lead was explanted and replaced. The patient was stable post procedure.

Event description:
New information noted that pacing and sensing anomalies were observed due to the dislodgement.